Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station ca4nped refrigerator was showing 'not detected on bus.' A field service engineer (fse) confirmed the refrigerator was communicating with the station. The customer tested the refrigerator with application inventory checks. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator the station ca4nped refrigerator was showing not detected on bus. The customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events orinjuries reported based on this event.